Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 14:31 and the last bolus delivered was a 3.55u bolus on (B)(6) 2015. No eaw¿s occurred during 24hr duration testing. No alarms related to the complaint in alarm history. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint during testing. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and all settings were correct. The patient is not using advanced settings. The patient stated that they had a blood glucose (bg) of 22mmol/l with polydypsia, polyuria, confusion and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.